Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a low blood glucose value of 54 mg/dl. Patient's other blood glucose value was 93 mg/dl. Customer declined to troubleshoot for their blood glucose levels. The customer was treated with carbohydrate. The device is unknown to be returned for analysis.